Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display or insulin delivery anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports that insulin pump dropped a year or two ago and has physical damage. Customer states insulin pump was cracked at upper right hand corner of display screen. Customer states insulin pump was frozen and began delivering insulin without being programmed to do so. Customer was advised that insulin pump would need to be replaced. No further information provided.